Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is not confirmed. Upon visual evaluation, it was noted that the blue fiberwire was broken. The screw was not returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a wrist fracture surgery the screw thread broke while screwing in. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.